Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the probe did not cut during a vitrectomy procedure. The condition of aspiration and actuation was unknown. The product was replaced and the procedure was completed. There was no report of patient harm.

Manufacturer narrative:
One opened probe was received. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. And the inner cutter was observed, to be broken at the port. The cut functionality of the returned probe was unable to be tested, due to the actuation failure. The probe was disassembled and the components inspected. The degree of wear could not be determined, due to the inner cutter was broken at the port. Gouge marks observed, at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation, indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested. However, the observed actuation failure would have led to the reported cut failure. The cause of the actuation failure, is the broken inner cutter. The tip of the cutter was broken off. Which caused part of the cutter to be missing. And therefore, not present in the port of the needle, when the cutter was actuated. How and when, the tip of the inner cutter broke cannot be determined, from the evaluation performed. Therefore, a root cause for customer complaint issue cannot be determined. An internal investigation has been completed. And actions are presently being implemented to eliminate hypervit probe inner cutter breakages. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).